Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal issues were encountered. The lesion being treated was located in the calcified, 99% stenosed diagonal (dx) artery. The vessel was pre dilated with a 2.5 x 15 mm balloon. The physician deployed a taxus express2 2.75 x 16 mm drug eluting stent at 10 atms in the ostium of the dx. After deflating the balloon he felt resistance while trying to remove the stent delivery system as the balloon was sticking to the stent. The stent delivery system released after 4 inflations and partially deep-seating the guide catheter. There were no pt complications reported. The pt's status is reported as satisfactory/good.